Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/28/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open while on the patient's tissue during a gyn cancer procedure. Ligatures were used and the vessel had to be clamped in order to cut on both sides of the vessel to remove the device. A new ligasure device was used to complete the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 10/05/2015 the investigation found the device to function normally and within specifications. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.